Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump had a cracked screen and could not be unlocked, and the patient continued glucose monitoring with dexcom while a replacement was arranged. Symptoms included no reported adverse physiological effects and no abnormal blood glucose readings. Outcomes included continued therapy management without hospitalization or medical intervention. Investigation included remote troubleshooting and device replacement logistics, with user guidance to shut down the device and instructions for data sync and startup on the replacement unit. Investigation of this device revealed a device mechanical damage to the display assembly that impaired usability, consistent with a screen break rendering the user interface inaccessible, with no impact to measured glucose values. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to a manufacturing or design defect.